Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date, the pt was treated with cefapime (dose unknown). In the month following the onset of peritonitis, the pd catheter was removed. The pt was switched to hemodialysis. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13k18013 and h14a18046 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned for evaluation, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014, the pt experienced peritonitis. Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).